Event description:
Boston scientific received information that during a device interrogation noise was seen on the right ventricular (rv) channel. The noise occasionally was oversensed which lead to pacing inhibition. Asystole greater than two seconds was also seen randomly. Boston scientific technical services (ts) was consulted, reviewed the surface electrogram strips and confirmed the noise. The field representative stated that the only way it was able to be reproduced was through pacing and even then it occurred on occasion. It was also noted that the r-waves had decreased. Ts discussed further troubleshooting. Additional information was received from the clinic that they are going to watch the lead as all other measurements were fine. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.